Manufacturer narrative:
(B)(4). Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -03.50/+0.5/099 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as low vaulting and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -0350/+05/099 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. The lens was reported as low vaulting and refractive change overtime.on (B)(6) 2023 the lens was replaced with a longer length lens. This resolved the problem. The cause of the event was unknown. Claim# (B)(4).